Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the sensing coil was fractured close to the crimp sleeve to the connector ring as a result of fatigue. Due to increased stress and an accelerated fatigue, over time the sensing coil fractured. This caused the intermittent open circuit. .

Event description:
It was reported that high lead impedance was observed. The patient received inappropriate hv therapies as a result. The lead was explanted.